Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the leaflets were thin. One clip was implanted and mr was reduced to <1. Approximately three hours post mitraclip procedure, it was noted that the clip detached from the anterior mitral leaflet. No tissue damage was noted; however, the mr grade increased to 3-4. A second mitraclip procedure was performed on (B)(6) 2018, with implantation of two additional clips to stabilize the detached clip. Mr was reduced to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (thin leaflets). The reported adverse event of worsening mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.